Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 600 mg/dl and no delivery alarms. The customer was advised to prime the device and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer treated their high blood glucose with a bolus and indicated that their site is changed every 2 days. Troubleshooting advised that the pump appeared to be operating as designed and to call back for any further assistance if necessary.